Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In 2019, the patient experienced pain at the stoma site and was found to have an abscess at the stoma site. A culture was taken, which revealed the presence of staphylococcus aureus and the patient commenced treatment on (B)(6) 2019 with an unknown antibiotic. At the time of report, there was no stoma site inflammation, some bleeding, and small budding on the outside.